Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure in (B)(6) 2013 (specific date not reported) to place a skin graft at the implant site. It was reported that the skin graft was infected and the patient was prescribed oral antibiotics (type and dosage not reported) to treat the site. It was reported on (B)(6) 2013, that the infection had resolved. The implanted device remains.